Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing impedance measurements below 200 ohms, noise that led to oversensing and pacing inhibition. No asystole for more than two seconds was noted as a result of the oversensing. No adverse patient effects were reported. The patient was scheduled for an investigative procedure to evaluate the lead and decide if it should be replaced. Additional information was received that a revision was performed. During the procedure, it was discovered that a competitor¿s pace/sense lead that was implanted back in 2001 was connected to the pace/sense port of the device. The boston scientific defibrillation lead was being used for defibrillation purposes only. Noise that was oversensed and resulted in pacing inhibition was noted when the physician manipulated the pocket with the competitor lead attached. The competitor lead was tested through a pacing system analyzer (psa) and the pacing impedance and pacing threshold measurements were in normal range. The physician then tested the is-1 portion of the defibrillation lead through the psa and all measurements were also in normal range. Fluoroscopy was used and the physician did not see any visible evidence of a lead fracture or insulation abrasion. The device header was checked for any connection issues and no anomalies were noted. The competitor lead was capped and the is-1 portion of the defibrillation lead was connected to the device. Measurements with the device were all in normal range. Defibrillation threshold (dft) testing was performed and the shock lead impedance was 30 ohms. Following dft testing, it was noted that the post shock pacing was occurring at a rate lower than expected. Boston scientific technical services (ts) was contacted and discussed that the post shock pacing rate is programmable and can be adjusted. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.